Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: four events were reported for this quarter. Product return status: four devices were received for evaluation. Evaluation status: two events were confirmed during testing. -two devices were found to be affected by mechanical damage. Four device evaluations are in progress. Product disposition: this device is not repairable and was not returned to the account. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device had a component detach. Three events had no patient involvement; no patient impact. One event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 4 total events were initially reported. 2 previously reported events are included in this follow-up record.   Product return status 2 devices were received.   Evaluation status confirmed 2 reported events were confirmed during testing. - 1 device was found to be affected by missing pins and corrosion on the input guide. - 1 device was found to be affected by missing components.   Additional information 4 devices were not labeled for single-use. 4 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device had a component detach. 3 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.